Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to infuse. The device had an air bubble visible in the line. The unit contained fluorouracil 4300mg in 115 ml normal saline. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The lot was manufactured from manufactured june 5, 2015- june 6, 2015. One unit was received for analysis. The unit was returned to the plant containing approximately 72 ml of fluid in its bladder. Visual inspection on the returned unit revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was subsequently performed by removing the luer cap from the unit¿s distal luer. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. Flow continued without stopping until the fluid in the bladder was completely empty. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.